Event description:
Philips rec'd a customer complaint that alleged a pt's heart stopped and that the heart had to be massaged while the pt was still on the couch of the CT sys.

Manufacturer narrative:
The investigation of this event determined that the stopping of the scan due to software error was not related to the pt's heart stopping. The pt had a predisposed condition. The clinician had the option to continue the scan by pressing ok but the clinician stopped the scan. The sys is working as designed at this moment. This reported was mailed on (B)(4) 2011. (B)(4).